Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified signs of use on all the implants. The femoral component had surface scratches, bone cement attached and extreme wear. The tibial component was nicked/gouged, bone cement attached and extreme wear. The articular surface had signs of extreme wear (nicked/gouged/micro motion). The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision surgery: significant metallosis, articular surface was not engaged and floating anterior to the tibial tray; significant eburnation of lateral femur, wear on lateral tibial tray lip; patella retained, no complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42532006702 - tibial component - 64468580. 42557000114 - stem extension - 64601030. 42522400510 - articular surface - 64611593. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00131 and 0001822565-2021-01625.

Event description:
It was reported the patient underwent a knee right knee revision approximately 15 months post implantation due to disassociation. It was noted there was significant wear to both femoral and tibial components. All implants were removed except patella which was in good condition. Attempts have been made and no further information has been provided.